Event description:
It was reported that during device replacement procedure there was failed defibrillation threshold (dft) testing at twenty-five joules. The epicardial lead was removed and replaced. The replacement implantable pulse generator (ipg) and a second epicardial lead also failed dft testing at twenty and twenty-five joules. The device and lead were replaced and a second device and a transvenous lead were implanted and dft¿s were successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.